Manufacturer narrative:
E1: name: (B)(6). Street: (B)(6). City: (B)(6). Country: switzerland postal code:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that patient has issue with infusion set tape is not sticking on insertion site on (B)(6) 2026.